Event description:
The facility's biomedical engineering department returned the device for service. During service, the main batteries were found to be depleted. According to biomed, no patient injury has been reported.